Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test due to encoder signal out of phase. Pump passed basic occlusion and displacement test. Unable to confirm motor error alarm due to prime anomaly. The motor was tested outside of the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated the drive support cap appears normal. Customer stated insulin pump was not exposed to a high magnetic field. Customer did not report motor position encoder error alarm. Customer was able to successfully clear the alarm also able to complete pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.